Event description:
It was reported that the pt was hospitalized with elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was functioning within required specifications and delivered insulin accurately. Insulin delivery totals correctly reflected programmed values.